Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The patient presented with acute thrombosis and occluded lesion. The lesion was 100% stenosed and moderately tortuous. The vascular access site was the left femoral artery. After treating the long chronic totally occluded lesion of the left iliac artery, acute thrombosis occurred in the superficial femoral artery and below the knee. The sterling sl mr 4 x 150 x 150mm balloon catheter was used to compress the thrombosis in the left superficial femoral artery. On the first inflation the balloon was inflated to six atmospheres. Upon the second inflation the balloon was inflated to fourteen atmospheres and ruptured. The continued the procedure with a sterling mr 4mmx60mm balloon catheter and was inflated it twice for sixty seconds at fourteen atmospheres and the blood flow improved. Below the knee was then treated with a sterling mr 4mmx60mm balloon catheter and thrombuster. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: magnified inspection revealed a longitudinal tear in the balloon wall on the distal end of the balloon. There were no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The patient presented with acute thrombosis and occluded lesion. The lesion was 100% stenosed and moderately tortuous. The vascular access site was the left femoral artery. After treating the long chronic totally occluded lesion of the left iliac artery, acute thrombosis occurred in the superficial femoral artery and below the knee. The sterling sl mr 4 x 150 x 150mm balloon catheter was used to compress the thrombosis in the left superficial femoral artery. On the first inflation the balloon was inflated to six atmospheres. Upon the second inflation the balloon was inflated to fourteen atmospheres and ruptured. The continued the procedure with a sterling mr 4mmx60mm balloon catheter and was inflated it twice for sixty seconds at fourteen atmospheres and the blood flow improved. Below the knee was then treated with a sterling mr 4mmx60mm balloon catheter and thrombuster. No patient complications were reported and the patient's status is good.